Event description:
Pt presents to emergency and a urine pregnancy test is collected and performed at 2230 hr. The test is positive. Another urine pregnancy test is ordered five days later at 1251 hr at a collection site and the test is negative.